Manufacturer narrative:
The log showed the gas mixer as the root cause of the reported error codes. The error codes indicate, that the device performed warmstarts. An audible alarm would be posted by the device and when the warmstart occurs, the device will briefly power off and then back on. During this time, an emergency breathing valve would open allowing for spontaneous breathing. After the warmstart the ventilation is continued with the previous settings, adjusted by the user.

Event description:
Please see initial-report.

Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up-report.

Event description:
The customer reported that while they were transporting a patient, the ventilator rebooted and posted error codes. No patient injury was reported.